Event description:
The manufacturer received information alleging a ventilator's navigation button would not function. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device had evidence of physical damage. The device's interface board was replaced to address the issue. During evaluation, the device failed a test step due a gasket leak. The gasket was reseated to address the issue.